Manufacturer narrative:
The field service representative (fsr) verified that a "battery has exceeded the two year service life" notification was being displayed. He replaced the batteries. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a message that the battery was due for replacement. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per data log analysis, on (B)(6) 2019 the system was used and there was no indication of battery life exceeded. The next power up is on (B)(6) 2019 and the use is notified the battery life is exceeded.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.